Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an inferior vena cava [ivc] filter removal procedure, the tip of a vascular snare retrieval device detached within the patient. The physician had acquired retrograde venous access in attempt to capture and remove the [ivc] filter. While attempting to capture the filter, the snare head detached and remained on the ivc filter retrieval hook. The physician tried unsuccessfully to remove the detached snare tip and the ivc filter with another vascular snare device.